Manufacturer narrative:
The device was not returned for evaluation, but pictures of the device were provided. A visual assessment of the photo determined that the sample contained a sponge within the package seal. The most probably root cause for sponges in the seal is related to manual pouch loading and movement of the foam during the sealing process. The root cause is manufacturing error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "I would like to inform you that during our process we have found that 2 pcs of df-3100 were incorrectly packaged. In one package, the foam nozzle was caught and sealed within the weld, while another package was found open (without a seal)."